Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and suture was used. During the procedure, the suture frayed. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - were there any patient consequences? If yes, please describe. - when did the reported event happened (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? If other, please provide details. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). - please provide the name of procedure.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. Twenty-six representative unopened samples and one unused open sample were received for analysis. Product code w8807. The complaint sample was not received for evaluation.upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirteen samples and the open sample. The packets were examined, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects or fraying suture were observed during evaluation. Also, a tactile test was performed with the affected parts of the thumb and forefinger and no anomalies were detected. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional information was requested and the following was obtained: were there any patient consequences? None reported. If yes, please describe. - when did the reported event happened (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? During surgery, during suture. Note body (local language). Aei received date 10/18/2024 8:40 am.